Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was patient reported that maybe 3 weeks ago they started to notice a random fluttering sensation at the implant site. Patient stated they would notice this sensation randomly when they were sitting (once while doing a crossword puzzle), but it does not bother or hurt them. The patient stated the sensation only lasted a minute and it will happen a couple of times, then stop for a while and come on again later in the day. Agent walked patient through connecting to ins and patient increased amplitude slightly. Patient confirmed feeling stim in the bicycle seat area and having good control of symptoms. Agent suggested changing programs, but patient declined. Patient decided they would like to monitor at the adjusted settings for a while, and will call back before friday (B)(6) 2024 if it doesn't stop. Patient will maintain stimulation level and will continue to track symptoms.